Event description:
On (B)(6) 2013, the patient stated that an new battery was inserted, and the pump emitted audible tones but the display screen was blank. There was no adverse event associated with this complaint. This issue is being reported because the blank display screen was not resolved with trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 11/22/2013 - device evaluation:the pump has been returned and evaluated by product analysis 11/13/2013 with the following findings: the pump was not able to be powered on during investigation. Evaluation revealed that there was corrosion inside the battery compartment. A leak test was performed and revealed a battery compartment leak. The pump was opened and no further evidence of moisture damage was found. The pump was not able to be fully investigated due to no power. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.